Event description:
Device migration of watchman. On 4-11, underwent watchman procedure in altoona watchman flx pro laa31 part number m635wu60310 (no lot or sn listed in chart). On 6-20, post procedure tee showed left atrial appendage closure device (watchman) migrated out of the appendage. A cta of the chest was performed, showed the watchman was large in the aortic arch with an pacing the ascending aorta. Had a lengthy discussion with the patient about current findings. On 7-18, 8:41, removal of watchman and sent to pathology.